Event description:
This sapphire patient was admitted with an 85% stenosis of the left carotid artery that was initially confirmed with a CT scan. The patient's medical history consists of: hyperlipidemia, congestive heart failure, bypass surgery, insulin dependent diabetes mellitus, coronary artery and peripheral vascular disease, hypertension, ischemic cardiomyopathy, chronic renal insufficiency, and rheumatoid arthritis. The vessel was moderately tortuous and calcified, concentric, and 8mm in diameter. The arch type was 1. The lesion measured 17mm in length, no thrombus present, eccentric, and the stented segment was 30mm. During the procedure, the patient received heparin 8,000iu, local anesthesia, .5mg of atropine, and 300mg of nitroglycerin. The patient underwent the procedure, a 6french sheath was placed in the right femoral artery and a .035" guidewire was inserted. The .0356" guidewire was inserted up to the arch, followed by exchanged with vertebral catheter and stiff angled glidewire. A 6french shuttle select sheath up to common carotid, and angiogram were performed. Measurements performed indicated that at the bulb it was 6mm, the distal carotid artery was 5mm up to an adequate landing point, and the common carotid artery measures 9mm. The patient was given 8000 units of heparin and the act was maintained above 250 seconds. The angioguard was placed just distal to internal carotid artery, just beyond a bend. Then, the precise pro rx stent was deployed at the site with good expansion. Then, the lesion with the stent was post-dilated with a 6x20mm cordis balloon. There was no waste upon post dilation, but completion angiogram showed very slow flow through the internal carotid artery. The patient was also having acute mental status changes and had profound weakness and inability to use the right and left leg, as well as obtundedness. A pronto aspiration catheter was inserted to aspirate just below the filter and carotid artery several times. After this was completed, the filter was retrieved, and a large amount of debris was in the filter. The patient was given 300mcg of nitroglycerin through the sheath, and post completion films demonstrated brisk flow through the internal carotid artery. There was no evidence of dissection at this area and no residual stenosis at the internal carotid artery/stented area. Distally, the anterior cerebral and middle cerebral circulation was well visualized that showed no overt evidence of a large amount of clot or debris. However, the patient most likely had multiple micro-emboli, based on the assessment of the filter. The sheath was removed. After the procedure, the patient had improved mental status and started moving the right arm upon completion. Unfortunately, the patient did have neurological changes. Hospitalization course detail; the patient had a para-procedural left hemispheric cerebrovascular accident. This was rather large and was associated with some significant decrease in mentation. The patient was aggressively evaluated and received supportive care thereafter. Neurology was involved early, and they noted an acute infarct to the watershed region of the posterior hemispheres. The patient had dysphasia with right hemiparesis with poor prognosis from that point forward. A gj tube was placed as well as trachea by general surgery as the patient became ventilation dependent and not able to tolerate oral feeds. Additionally, he had acute chronic renal failure that was evaluated by nephrology. The account indicated that the final diagnosis was a stroke and the patient was discharged to a rehabilitation center for further care.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is the first of three products involved with this product malfunction, which is associated with mfg report # 9616099-2009-00322 and 1016427-2009-00066.